Manufacturer narrative:
The event of lead migration was reported to abbott. The patient's lead had migrated. During the revision surgery, the physician cut the leads and replaced the leads. The physician electively replaced the ipg. No further follow up is necessary. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2019-04502. It was reported that the patient underwent surgical intervention due to lead migration. During the procedure the physician inadvertently cut the leads and decided to explant and replace both leads. Effective therapy was established post op.